Manufacturer narrative:
The philips international service engineer confirmed the power management board and the motor control board failure caused the alarm indicating "loss of power" sounded and the unit not starting up. The international service engineer found the power on/off led sometimes did not turn on. The philips international service engineer replaced the motor control and power management to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.

Manufacturer narrative:
Initial reporting institution phone number: (B)(6).

Event description:
It was reported to philips that while the unit was placed on a patient, the unit was not functioning after a few minutes. The customer replaced the device. Right after the device was put on the patient, they noticed that the power was lost. On september 23, a nurse reported it to an me, and they could not start up the device. An alarm indicating "loss of power" sounded and the unit would not start up. Based upon the information provided, the device was in use providing therapy at the time of the event reported. No harm or injury has been indicated or alleged. The service engineer evaluated the unit and confirmed the reported problem. Further information is pending.

Manufacturer narrative:
The power management (pm) board and motor controller (mc) board were returned for failure investigation. The customer¿s complaint was verified. The root cause is failure of the mc board capacitor c187 due to physical damage.